Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and use error was received on november 19, 2024, with lot number 3640418. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture and use error: observed an opening assessed as surgical damage. No other observations observed, no further actions are required.

Event description:
Healthcare professional later reported "after washing the implant fractures in the gel appended. Was not detectable @ the time of surgery".